Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Qc and system information has not been supplied to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. No additional information was supplied. A definitive root cause has not been determined to date for this event. An MDR associated with this event: 2122870-2011-05575.

Event description:
A customer contacted beckman coulter inc., (bec) regarding a thyroid-stimulating hormone (tsh) result, within the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient that fell within the laboratory's repeat protocol. Subsequent testing produced a lower result below the normal reference range. The result was reported out of the lab. An effect, if any, to the patient is unknown at his time.